Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 52-54.5mm from the terminal pin, in the area distal to the sensing electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient during the night due to a suspected electrode fracture. Rhythmcare provided further troubleshooting options to determine device integrity. The s-ICD system was reprogrammed to the secondary vector until system replacement can be completed. This electrode has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient during the night due to a suspected electrode fracture. Rhythmcare provided further troubleshooting options to determine device integrity. The s-ICD system was reprogrammed to the secondary vector until system replacement can be completed. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient during the night due to a suspected electrode fracture. Rhythmcare provided further troubleshooting options to determine device integrity. The s-ICD system was reprogrammed to the secondary vector until system replacement can be completed. This electrode has been explanted and replaced. No additional adverse patient effects were reported.